Event description:
It was reported the siderail would not latch.

Manufacturer narrative:
The stretcher was inspected by a stryker service technician who replaced the latch spindle and siderail top. A broken latch spindle and siderail top are likely the result of impact damage from customer abuse.